Event description:
Event description guidant received information that the battery monitoring voltage for this cardiac resynchronization therapy defibrillator (crt-d, a boxed unit/unused) measured 3.11v, whereas the labeled value was listed as 3.25v. It was reported that radiofrequency (rf) telemetry was on.